Event description:
It was reported the device was used during a laparoscopic hernia repair procedure. It was reported by the affiliate that the insulation was defective. There was no pt consequence.

Manufacturer narrative:
Tracking #.46802. Ees #.976829/symbiosis. Date sent: 10/7/98. H5; h4: info not available. H6: bent/nicked shaft. Endopath curved scissors: based upon the inquiry info rec'd and the visual examination, it was concluded that the instrument was returned with a bent shaft, a split in the distal sheath, and with nicks in the sheath. No functional testing could be performed due to the condition of the instrument returned. No conclusion could be reached as to how the instrument had become damaged.